Event description:
This report is related to customer complaint (B)(4) made against another prod, allset gold a high res ssp, catalog # 54010d. The customer reported that the reactivity for lane 17 and lane 21 were both negative when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping and a 30:16 allele as an a 30:01 allele and false positive calls for alleles a 03:09 and a 11:06. The complaint has been confirmed and in addition to the prod against which the complaint was lodged, it was found that prod 4729010 a high res ssp unitray 10test lot 012 1467113, the subject of this report, was impacted.

Manufacturer narrative:
(B)(4).